Event description:
The nurse reported that while testing a patient a result of 5.0 inr was received on the coaguchek xs meter (serial number (B)(4)) while a result of 2.6 inr was obtained on the coaguchek xs (serial number (B)(4)) 3 minutes after the first result. Separate fingers were used for each sample. It was reported that they felt the 2.6 inr result was correct and so based on that result the patient's coumadin dose was not changed. The same vial of strips was used with each meter. The patient was not on heparin or any direct thrombin inhibitors. He did not have any antiphospholipid antibodies. He had no changes in his diet and he did not have any new medications. The patient's therapeutic range is 2-3 inr. It was reported that the patient is stable. There was no adverse event. The suspect device was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 20205111) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The returned meter & strip were tested in comparison to a retention meter & masterlot strips. Due to only 1 customer strip being returned, 1 masterlot strip was tested for second strip. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned and the retention material meet the specification. The complaint has not been substantiated.